Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a surgical pattie (ID 245496) was covered in a brown residue. Almost as if coffee had splattered on it as described by the reporter. The pattie was stored on its original packaged and was stored on a stockroom shelf. The facility have these stored for a couple of weeks. No delay was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the surgical patties was discarded therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.